Manufacturer narrative:
(B)(6). (B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4). It was reported that a catheter break occurred. A fetch 2 catheter was selected for a thrombectomy procedure in the left anterior descending artery and ramus. During the procedure, the catheter broke in half inside the patient upon being pulled out. The catheter integrity was maintained by a small amount of wire and was removed safely from the patient. Per physician operator, there was not excessive or unusual manipulation of the device. No patient complications were reported.